Event description:
The ensite system was unable to sense the catheter. The ensite system was not able to sense the poles of the catheter. A new catheter was used and to correct the problem. The patient's outcome was fine.